Manufacturer narrative:
As reported, during deployment, the wheel on the 6x100ml smart control self-expanding stent (ses) only came back halfway and the stent was not fully deployed. The quick release button that is on the stent would not move even when trying to push. The physician had to pull the catheter back to get the stent to fully deploy in the patient¿s superficial femoral artery (sfa). The stent did fully deploy for the physician once he pulled the catheter itself back, but it would not fully deploy with the deployment system itself. The patient outcome was good, and everything was fine after. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and was okay. The product was inspected and prepped according to the IFU, and nothing unusual was noted about the stent delivery system (sds) prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, as it was not applicable for smart control. There was no difficulty encountered flushing the stopcock or the sds. Information regarding the target lesion vessel diameter, unconstrained stent size relative to vessel diameter, target lesion vessel length, % stenosis of the target lesion, degree of calcification, vessel tortuosity, and whether the stent delivery system passed through any acute bends was not released by the account. There was no difficulty reported while advancing/tracking the sds towards the lesion, no unusual force used during the procedure, and no thrombus present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent was deployed at the intended lesion. The device was returned for analysis. A non-sterile ¿smart control, iliac 6x100ml¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. The stent was fully deployed and not returned for analysis. The device was received with the mechanism in the deployed position, and the locking pin was not returned. A crack was observed on the outer sheath approximately 29 cm from the proximal end. The inner shaft was separated approximately 30 cm from the proximal end. No other notable details were observed. A functional analysis was performed to assess the tuning dial of the returned unit. Since the stent was fully deployed, only a simulation could be conducted. The tuning dial and deployment lever were reset to the manufacturing position, retracting the distal tip. The tuning dial was then rotated clockwise (as indicated by the arrow) until the mechanism reached the deployment position. The deployment lever was pulled back to fully unsheathe the device, and the mechanism deployed as expected. The cracked area of the outer sheath was inspected using a vision system, revealing edges with elongations and plastic deformations. These are typically associated with damage caused by material tensile overload, suggesting that the material was subjected to a tensile force exceeding its yield strength before the damage occurred. No other anomalies were observed. The separated area of the inner shaft was also inspected using a vision system, showing edges with elongations. These elongations are commonly associated with separations caused by material tensile overload, indicating that the material was subjected to a tensile force exceeding its yield strength before the separation. No other anomalies were observed. The reported issues of ¿deployment lever (smart control only) sliding difficulty¿ and ¿stent delivery system (sds) deployment difficulty¿ were not confirmed during the simulated functional test, as the tuning dial and deployment lever operated successfully without any observed difficulties. However, subsequent analysis of the returned device revealed an ¿inner shaft separation.¿ a crack was identified on the outer sheath approximately 29 cm from the proximal end, and the inner shaft was separated approximately 30 cm from the proximal end. Product analysis indicated elongations and plastic deformations on the edges of both the inner shaft and outer sheath, suggesting that the device was subjected to forces exceeding its material yield strength prior to the observed damage. While these findings may have contributed to the reported difficulties, the exact cause of the damage cannot be conclusively determined. Procedural factors, vessel characteristics, and device handling are likely contributing factors to the events reported by the customer. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿). As stated in the IFU, introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.4. Slack removal, ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand [figure 4]. G. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more that one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during deployment, the wheel on the 6x100ml smart control self-expanding stent (ses) only came back halfway and the stent was not fully deployed. The quick release button that is on the stent would not move even when trying to push. The physician had to pull the catheter back to get the stent to fully deploy in the patient¿s superficial femoral artery (sfa). The stent did fully deploy for the physician once he pulled the catheter itself back, but it would not fully deploy with the deployment system itself. The patient outcome was good, and everything was fine after. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and was okay. The product was inspected and prepped according to the IFU, and nothing unusual was noted about the stent delivery system (sds) prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, as it was not applicable for smart control. There was no difficulty encountered flushing the stopcock or the sds. Information regarding the target lesion vessel diameter, unconstrained stent size relative to vessel diameter, target lesion vessel length, % stenosis of the target lesion, degree of calcification, vessel tortuosity, and whether the stent delivery system passed through any acute bends was not released by the account. There was no difficulty reported while advancing/tracking the sds towards the lesion, no unusual force used during the procedure, and no thrombus present proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent was deployed at the intended lesion. The device will be returned for evaluation.